Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs system on (B)(6) 2010. It was reported that the pt has felt weakness throughout her entire body whether the stimulation is on or not. Sjm rep has successfully resolved the pt's issue by reprogramming. No further info is available at this time.